Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02492. It was reported that a rotawire fracture and vessel perforation occurred. The 90% stenosed target lesion was located in the severely calcified circumflex artery (cx). A 1.25mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion via a 7fr guide catheter. Ablation was performed for one and a half minutes. During the final polishing task, the rotawire was fractured causing the burr to jerk and puncture the vessel. It was noted there was a significant degree of angle from left main coronary artery (lm) to cx might have contributed to the wire fracture. A surgical intervention was scheduled on the same day to retrieve the rotawire and burr that remained inside the patient. No further patient complications were reported and the patient¿s condition was stable.